Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Automatic lead diagnostics shows average ventricular lead impedance decreased slightly throughout record from 348 ohms week of 2013-(B)(4) to 292 ohms week of 2014-(B)(4). Lifetime minimum impedance of 272 ohms.

Event description:
It was reported that there was low impedance and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: adsr01, ipg, implanted: (B)(6) 2000. (B)(4).